Event description:
The reporter noted: "2 screws' heads that were previously connected to a large construct (from a previous surgery) popped off at s1. They were "probably" under significant pressure before they broke. The pt's complaint was how the surgeon was made aware of issue; the pt felt the screw heads release. The surgeon didn't think the pt was in pain, but the pt wanted it fixed. In addition, the pt was already fused, but that the surgeon wanted to accommodate her request." Add'l info was requested.

Manufacturer narrative:
The devices involved in the reported incident were not available for eval. An investigation has been completed based on the reported info. A failure analysis and a root cause analysis were not possible due to parts not returned. The DHR review could not be completed as the screw part and lot numbers were not known. The customer returned the collets; however, they are not serialized or tied to the screws' lot numbers. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.